Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material twisted / bent was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the electronic lot history record (elhr), corrective action tracking system for the web database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI is unknown due to the part/lot number was not provided.na.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 5.00x150mm absolute pro self-expanding stent system (sess) was advanced on a command 18st guidewire (gw) to the target lesion; however, after partially releasing the stent the thumbwheel became stuck. Therefore, the physician opened the handle and attempted to advance the thumbwheel; however, the thumbwheel was still stuck. The sess on the gw could not be removed from the patient anatomy. Therefore, surgical cutdown of the sfa was performed to remove the sess and the gw due to the thumbwheel of the sess becoming stuck. Resistance was noted during removal of the gw. No additional information was provided.